Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Event description:
As reported, the mynx control balloon burst during procedure. There was no reported injury to the patient. The device will be returned for evaluation.

Event description:
As reported, the mynx control balloon burst during procedure. There was no reported injury to the patient. Additional information and device return was requested; however, both were not obtained after multiple attempts made.

Manufacturer narrative:
As reported, the mynx control balloon burst during procedure. There was no reported injury to the patient. Additional information and device return was requested; however, both were not obtained after multiple attempts made. The product was not returned for analysis. A product history record (phr) review of lot f2210503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure in patient¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient factors, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the mynx control balloon burst during procedure. There was no reported injury to the patient. The device was returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the mynx control balloon burst during procedure. There was no reported injury to the patient. The device was returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, the mynx control balloon burst during procedure. There was no reported injury to the patient. The device was returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, h1, h2, h3 and h6 as reported, the mynx control balloon burst during procedure. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The product was returned for analysis. A non-sterile ¿mynx control vcd 6f7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was returned separated to the device and the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed, and the results revealed a tear in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device, approximately 3.0 mm from the balloon proximal neck. A product history record (phr) review of lot f2210503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.